Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. H6: medical device problem code a2303 added as it was identified device was being prepped for used post expiration.

Event description:
According to the available information, during the preparation and purging stage of the first prosthesis, a functional failure of the device's hydraulic system was observed. When performing the purging procedure according to established recommendations, it was not possible to achieve complete inflation of the prosthesis. The hydraulic pump was observed to have abnormal rigidity, preventing the proper flow of fluid through the system. In order to verify the correct functioning of the device and rule out possible problems associated with the preparation process, the surgical team performed multiple purging attempts. The amount of solution used during the procedure was also increased; however, the problem persisted. Although the system allowed air and some fluid to escape, it was not possible to fully fill the device with fluid, preventing it from achieving the proper filling and inflation for safe use. Due to this situation, and in order to ensure the continuity of the procedure and the patient's safety, the doctor and his team requested an immediate replacement of the device. Consequently, a second prosthesis was presented to the operating table, which underwent the same preparation and purging process, demonstrating proper function and no anomalies. Subsequently, the second prosthesis was successfully implanted in the patient, allowing the surgical procedure to be completed as scheduled.